Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and tested the intellivue x3 device. Although sound was being emitted from the speaker, the fse confirmed the speaker malfunction message as reported. The device software was reinstalled to resolve the speaker malfunction issue. The device remains at the customer site.

Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported the device indicates a speaker failure. The device was in clinical use at the time of the event, no adverse event or patient harm was reported.